Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5-b7, d4 (UDI number), h6 (component codes, health effect - clinical code, device codes)

Event description:
Edwards received information a patient with a 29mm 7300tfx mitral valve implanted four (4) years, nine (9) months, underwent valve-in-valve procedure due to severe mitral stenosis, two frozen closed leaflets, thickened leaflets, and degeneration. Patient presented with acute on chronic diastolic congestive heart failure. A 29mm 9600tfx was implanted inside the 29mm valve with excellent result. Patient was discharged on post-operative day one (1).

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The cause of the event was due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received information a patient with a 29mm mitral valve implanted four (4) years, nine (9) months, underwent valve-in-valve procedure due to unknown reasons. A 29mm transcatheter valve was implanted inside the 29mm valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when new information becomes available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.